Event description:
It was reported the subject surpass streamline devices were implanted in 2018 (B)(6) 2019. Post procedure, two patients presented with blindness. No other information was provided.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported the subject surpass streamline devices were implanted in (B)(6) 2018 02 (B)(6) 2019. Post procedure, two patients presented with blindness. No other information was provided,

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, physical as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.